Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a touchscreen issue. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
H10: the service engineer (se) reported that the touchscreen was replaced per the service manual guidance. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the touch screen flex circuit passes all resistance testing with solid results. The touch screen passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. The touch screen operates as expected with no issues noted / no problem found."

Manufacturer narrative:
H10: per the service record linked to the event, there was no patient involvement when the issue occurred. No patient or user harm reported.